Event description:
Vague report received from baxter states one incident of overinfusion occurred during pt use. Report states "infusion complete 7 hours earlier than 24." Device contained .61g 5fu and d5w for a total filll volume of 45ml. Reporter states a second incident of overinfusion occurred, however, reporter states "infusion complete unk hours earlier than 24." Device contained .61g 5fu and d5w for a total fill volume of 45ml. Reporter states no pt injury resulted.